Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using bd plastipak¿ syringe there were air bubbles. There was no report of patient impact. The following information was provided by the initial reporter: our new plastipak is used in the nicu, inspite of removing all air bubbles from the syringe during aspiration of medication, there was air bubbles in the line when connected to the syringe pump.